Manufacturer narrative:
Device evaluation: one smiths medical cadd-legacy duodopa ambulatory infusion pump was returned for analysis in used condition. Visual inspection showed no physical damage on the pump. The customer's reported issue could not be duplicated. Investigation found no issues with the device delivering. The pump was tested and was found to be functioning properly and delivering within specification.

Event description:
Information was received indicating that a smiths medical cadd-legacy duodopa ambulatory infusion pump may not have been delivering accurately. It was reported that the patient reported they didn't "feel like pump is pumping the medication into him properly." Per reporter, patient subsequently used a spare pump to continue infusion. No adverse patient effects were reported.